Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular lead exhibited high impedance and high threshold. The device was reprogrammed. The patient was stable.